Manufacturer narrative:
Results of investigation: the ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 262 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions. The device passed all testing and met all manufacturer specifications.

Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that a patient passed away while connected to an ltv 1150 ventilator. The customer stated that the mother has security cameras in the patients room, and the night nurse was caring for the child and the ventilator kept alarming. The mother claims that the nurse did not get up to check the child, he just kept silencing the ventilator. As per mom, the nurse got up later to check the child, and started doing CPR.